Event description:
Reportedly, the subject device was implanted on (B)(6) 2014. 24 hour check was fine and patient was discharged. On (B)(6) 2014, the patient was found dead at home. The device was explanted post mortem on (B)(6) 2014 and inconclusive, therefore hospital asking for data from device. The device will be returned for analysis.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2014. 24 hour check was fine and patient was discharged. On (B)(6) 2014, the patient was found dead at home. The device was explanted post mortem on (B)(6) 2014 and inconclusive, therefore hospital asking for data from device. The device will be returned for analysis.